Event description:
It was reported that the customer's sensor readings were erratic. The customer's blood glucose was 492 mg/dl. Troubleshooting was done for the differences in sensor glucose and blood glucose readings. Reviewed calibration techniques with customer as well as approved insertion sites for the sensor. Advised to monitor the issue and call back if assistance was needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.